Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 26th may 2010 and performed to specification up to and including the last log entry on the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. Investigation found the fault can be attributed to capacitor failure. This resulted in a short circuit which then caused the installed pad-pak to blow its fuse and therefore appear depleted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.